Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined and triggered an alert due to sensing integrity counter (sic) and lead impedance variation. It was further reported that inappropriate tachycardia therapy was delivered due to noise, but a remote monitoring transmission confirms no therapy was delivered and the shock was aborted. The low voltage portion of the lead was confirmed to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.